Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a single recoverable fault 40006. Prior to contacting technical support, the customer rebooted the system with no change. The customer then powered down the system and disconnected the surgeon side console (ssc) 2, which resolved the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and identified error 40006 pointing to the left master logic controller (mlcl) 2. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Visual inspection, no issues were found related to the reported issue. The remote arm controller (rac) was installed onto the golden system where the component functioned as expected and no error codes were present. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. Root cause is attributed to defective rac.

Event description:
Refer to h11 for follow-up information.